Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on october 28, 2020. Device evaluation summary: during the visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. Microscopic examination was performed, and the cause of the tear could not be identified. According to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a mentor siltex round moderate profile 375cc saline prosthesis experienced spontaneous right sided deflation post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 350cc saline prostheses was performed on (B)(6) 2020.